Event description:
A customer reported that arterial blood pressure alarm limits were out of normal range, and the monitor did not alarm. There was no reported death or serious injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.